Event description:
It was reported that a cartridge alarm 06 occurred. Additionally, it was reported that an occlusion alarm occurred. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.